Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. In the previous report it was reported that ventilator inoperative condition occurred, however, that was incorrect. The manufacturer received information alleging a ventilator inoperative condition occurred after software upgrade. This issue was addressed in reports filed with the FDA and list the 3 MDR numbers 2518422-2022-87569, 2518422-2022-87353 and 2518422-2022-87840 to get rid of follow up.